Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-jul-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the errors had occurred when trying to load and assign medications to client and this includes refill mode. A technical support specialist dialed into the station, reviewed error logs provided by the customer and identified application errors related to assign load selection task indicating a missing sequence element, determined remediation required re adding the medication ID to the facility, informed the customer to add the missing medication back into the server database, verified the issue was resolved after remediation to resolve the issue. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, errors occurred while attempting to load and assign medications to the client, including in refill mode. The local service technician had visited several times to try to resolve the issue, but the problem persisted. The pyxis recognized the client's name, yet medications still could not be assigned or loaded for that client. The medication did not appear in the device, and the system defaulted to displaying error has occurred. The customer stated that they were unable to access the medication. There were no adverse events or injuries reported based on this event.